Manufacturer narrative:
The customer¿s report of an underinfusion of tpa (alteplase) was confirmed. The pcu event log shows that at 2:17 pm on (B)(6) 2016 the pump module was programmed to infuse alteplase (tpa) peripheral 6mg/120ml at 1ml/hr. The user selected yes to the guardrails warning ¿dose is below guardrails limit of 0.25mg/hr. Proceed?¿ the programming of 1ml/hr for the rate made the dose 0.05mg/hr, instead of the intended dose of 1mg/hr. Beginning at 2:19 pm 4 infusion delays were programmed, for 75 minutes, 120 minutes, 60 minutes, and 90 minutes. During these times the device was not infusing. At 3:11 am on 18 september 2016 the dose was changed to 1 mg/hr which made the rate 20 ml/hr. Two minutes later the rate was changed back to 1ml/hr, which made the dose 0.05mg/hr. At 4:06 am the device was channeled off. The total volume infused was recorded as 9.219ml. The root cause of the underinfusion was a user programming issue. Devices not received, log review only.

Event description:
The customer reported that tpa (alteplase) 6mg/120ml was intended to infuse at 1mg/hr (20ml/hr) via a femoral arterial sheath for clot management. Heparin was also infusing. Several hours later the nurse noticed a change in the condition of the patient's foot. Upon assessment the tpa was noted to be infusing at 1ml/hr rather than 1mg/hr as was ordered. An additional dose of tpa 4mg was administered at approximately 3 am and inr levels were drawn. The patient returned to surgery at approximately 4 am to undergo an unspecified vascular procedure.